Event description:
It was reported that during first three minutes into the laser photoselective vaporization of the prostate case the tip of the fiber broke off. The physician had to open up a new fiber to complete the case. There was no clinical consequences to the patient.

Manufacturer narrative:
Additional information stated that the broken fragment was removed. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was not returned for analysis so it is not possible to determine the most probable cause so an evaluation conclusion code of cause not established was assigned.

Event description:
It was reported that during first three minutes into the laser photoselective vaporization of the prostate case the tip of the fiber broke off. The broken part was removed from the patient. The physician had to open up a new fiber to complete the case. There was no clinical consequences to the patient.